Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer¿s current high blood glucose 535 mg/dl. The customer had treated with syringe. The drive support cap was normal. Assisted customer in performing high pressure test. The insulin pump passed the high pressure test. The product was not returned for analysis.